Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR open. Rwmic will submit a follow up report when new information becomes available.

Event description:
It was reported to richard wolf by the sales manager, (B)(6): I was present (B)(6) 2021 and witnessed dr. (B)(6) inadvertently catch bladder with the piranha blade. He immediately asked about the fluid to which we (myself and circulator) looked but could see no cause for loss of distention off the field. He then found a kink in the inflow tubing to the scope on the sterile field which caused his lack of flow and the ultimate bladder collapse. No repair was administered. The case was completed without further incident. Additional details according to (B)(6): the bladder was distended when a kink in tubing stopped the inflow. Lost dissension, piranha sucked in bladder tissue causing an injury. The tubing is normal inflow tubing that the facility uses all the time. Issue was caused by the kink in tubing, it was a richard wolf device that caused injury (cut to the bladder). Will the device be returned? Unknown. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? Yes. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Unknown. Did the delay put the patient at risk? Unknown. Was there a similar back-up device available for use? Unknown was the scheduled procedure completed? Unknown

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #2 is to provide FDA with the evaluation of the product history and any new missing information, new information, and/or changed information. New information: the following fields have new information: h10 (evaluation of the product history), d9 and h3 product history evalution: it was reported by rw gmbh, manufacturer: the serial number of the reported suction pump, 2208.011, is unknown, so it is not possible to review the device history records. The user facility reported that there was a kink in the tubing causing the suction problem, however, the reported suction pump will not be returned for investigation, the exact root cause could not be determined. Richard wolf gmbh has received 31 complaints including the current complaint ((B)(4)) regarding the suction pump 2208011 between 01/01/2019 and 01/04/2022. There were three complaints where the device was not returned for investigation: (B)(4). There were 12 complaints where no device problem was found: (B)(4). Since the suction pump is used in a system, in many cases the malfunction or loss of suction could be caused by one of the periphery devices. If these devices are not returned, the root cause of the case cannot be determined. There are eight complaints where the pinch valve was out of specifications, this malfunction was corrected by the change pk21-0013: (B)(4). There were two complaints where rw gmbh has received, but not listed in the trend report from rwmic: 18-00469/700011760 - no device problem was found 19-00083a/700012122 - connection at the double silencer broken off, thus no pressure build-up caused by incorrect handling. The following four complaints had various damages due to handling: (B)(4). - double silencer was deformed. (B)(4). - double silencer was charred due to leakage. (B)(4). - a small piece of a silicon tube was found inside the suction pump. (B)(4). - double silencer has deformed and the pinch valve was soiled due to leakage. The following two complaints had sporadic failure: (B)(4). - compressor does not reach the required vaccuum, root cause was not found. (B)(4). - switching power supply has a short circuit. Rw gmbh has no information about the following eight complaints, which are listed in the trend report from rwmic. (B)(4). If these complaints were returned to rw gmbh as repair, they were not recorded in the complaint database/ the following six complaints from the trend report were recorded in connection with different devices at rw gmbh, since no issues/malfunctions were found with the suction pump or the reported issue is related rather to the other device. (B)(4). - investigation is pending, device has not been received rwmic considers this MDR closed. Should rw receive new information, a follow-up report will be submitted.

Event description:
Since the user facility did not return the device to the manufacturer, a review of the product history was completed. See manufacturers narrative for details.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with new information, and changed information. Rwmic considers this MDR open. Rwmic will submit a follow up report after the product history (device not being returned) has been completed and/or new information becomes available.

Event description:
Additional information was received by richard wolf; the surgeon provided more information. Surgeon was asked: does the bladder injuries require any aftercare of will it heal on own? Response: no - healed on own. No change to protocol. Procedure: holep. Device setting: 1250 morcellation. Describe event or problem: no device fail. Tubing kink led to mucosal tear of bladder during morcellation. No further details were provided.